Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the doctor experienced a bit of difficulty implanting the sensor. After the sensor was implanted, it was recalibrated via right heart catheterization due to a stable signal being unobtainable. Follow-up revealed sensor measurements or reference readings could not be made. In turn, the doctor decided to give the sensor time to stabilize and rechecked the sensor waveforms and signal strength the following day. The patient was found to have elevated cardiac pressures. As a result, they were admitted to the hospital for heart failure treatment/diuresis. On (B)(6) 2017, the sensor strength was stable and sensor pressure waveforms were appropriate. Right heart catheterization was performed again on (B)(6) 2017. Following the right heart catheterization, sensor signal strength was stable, and sensor pressure waveforms were appropriate. Visualization of the sensor via fluoroscopy showed that the sensor had advanced into a vessel branch and sensor position was observed to be stable. Baseline pressure was reset using the simultaneous pulmonary artery catheter measurement. Reference readings were obtained post-recalibration, showing good correlation between pulmonary artery catheter and the sensor. Cardiac pressures were significantly improved, consistent with effective diuresis therapy. The patient was discharged on (B)(6) 2017. Note: calibration of the sensor was successful once the sensor settled to the final position. It was noted, the difficulty with delivery was due to the target vessel size being larger than expected, not allowing the distal loops to secure well for retraction of the delivery system.